Event description:
It was reported to medtronic neurosurgery that the valve was programmed to pressure level 1.5 pre-operatively. According to the report, once the valve was connected intra-operatively, the surgeon felt that it was overdraining due to the amount of csf coming out. The report stated that the pt had high pressures when the proximal catheter was inserted. Reportedly, the physician felt that when the reservoir was depressed, it did not refill as quickly as it should. According to the report, the valve was replaced.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100 percent tested at the time of manufacture.